Event description:
On 1/30/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc suture anchor broke during insertion. All broken parts were retrieved from the patient. Ar-1927pb and ar-2324ptb were used to prepare bone socket for anchor insertion. The case was completed using another ar-2324bcc from an unknown lot. There was no case delay or additional anesthesia administered to the patient. This was discovered during an ankle speed bridge procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Manufacturer narrative:
The complaint is not confirmed. The device was not received for evaluation, no pictures were attached. Per customers answer. The bone quality of the patient provided. If so, please describe in the comment field. "Density higher than moderate bone". The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion. According to dfu-0087 at revision 3. C. Contraindications1. Insufficient quantity or quality of bone. E. Warnings. 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.